Manufacturer narrative:
Investigation: the sample was analyzed for investigation of foreign substance on syringe. We observed the sample in the 128x magnification and could confirm that the foreign matter resembled wooden particle. A similar complaint had come previously in 2017. The wooden particle was embedded during molding of the product and was molded along with the syringe during molding. The DHR was reviewed for the batch number 17g2271 and there was no reported complaint or qn raised on the same. The root cause of the wooden particle getting molded was found to be the coming from the wooden pallets that are used for loading and unloading of the raw material during transportation. The resin that is used to produce the syringe mold transported in the sacks. The pallets are made of wood and if there are wooden flakes coming out of the pallets they can penetrate the sacks and get mixed with the resin. As the resin is directly emptied into the hopper and creates the syringe mold, these wooden flakes get embedded into the syringe. After the investigation and arriving at the rca, the team has taken the following actions to prevent this from reoccurring. We have covered the wooden pallets with a ply wood sheet on the top so that the wooden part is not in touch with the resin bag. We have created an swi for loading unloading and transport of the raw material to prevent any foreign matter to enter the sacks during transportation.

Event description:
It has been reported that one syr 5ml ls 21x1-1/2in tw emerald korea has been found with foreign matter before use. The following has been provided by the initial reporter: foreign substance. Foreign substance on syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syr 5 ml ls 21x1-1/2 in tw emerald korea has been found with foreign matter before use. The following has been provided by the initial reporter: foreign substance. Foreign substance on syringe.